Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (loss of prime) issue. The reporter stated frequent prime warnings occured and that the issue had continued with multiple cartridges. When the issue remained unresolved, the patient's healthcare provider requested a replacement pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 01/28/2014. Device evaluation: the device has been returned and evaluated by product analysis on 01/13/2014 with the following findings:a review of the black box showed multiple loss of prime warnings had occurred. A rewind, load, and prime sequence was performed with no issues. The force sensor was found to be out of calibration, but the force resistance measurement was within required specifications. The pump was exercised for 24 hours with no issues occurring. The complaint could not be duplicated on investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.